Event description:
The rptr stated that her mother was being monitored due to a previous stroke and hip fracture. Her mother had gotten up in the early morning to use the restroom and fell, she pressed the push pendant but the pater did not sound. The rptr stated that when she tested the push pendant, the alarm did sound however, she had to push the pendant 'dead center' for the pager to sound. The rptr stated that she noticed the four corners of the pendant were not completely pushed down keeping the pendant from triggering the transmitter which she claims was caused by the fall and it hitting the ceramic bathroom floor. The rptr stated the plastic piece that holds the cord together is broken and is being duct tapped to keep it together. Her mother received a hair line fracture to her right hip which was diagnosed by her mother's doctor over the phone with the daughter. Her mother is recovering at home with complete bed rest, no surgery required.

Manufacturer narrative:
(B)(4) - customer refuses to return the alarm unit. (B)(4).